Event description:
It was reported that the patient was experiencing pocket stimulation during pacing threshold testing. The right atrial (ra) lead was determined to be the cause. It was noted that the impedance values for the ra lead has risen since implant but were still within the normal range. X-ray examination showed no apparent fracture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 implantable pulse generator 2011 (B)(6); (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).